Event description:
It was reported the patient¿s pump stalled and was ¿under recall 1 from a couple years ago.¿ the patient had the pump replaced on (B)(6) 2014. The patient was referring to the feed through failure recall. It was noted this ¿was a product defect for sure.¿ the pump would be returned for analysis. It was further reported the patient started to hear ¿pings¿ on the morning of (B)(6) 2014 and the logs showed that it was 5am on (B)(6) 2014 and the following day the pump was replaced. It was also reported it reset itself once, but ¿kept doing it.¿ it was indicated the pump had multiple motor stalls. The patient¿s problem with a reported stall occurred at 27 months. There was no patient injury and the patient recovered without sequela. A rotor and dye study were not performed. The pump was being used to deliver lioresal. The cause of the motor stalls was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump motor found a gear train anomaly; there was corrosion and/or wear and/or lubrication issue. Analysis also found a gear train anomaly and a stall due to shaft-bearing. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.